Event description:
Plaintiff alleges the development of latex allergy after exposure to latex medical gloves. She alleges she sustained serious, severe and permanent bodily injuries, pain and suffereing and will be caused to endure additional pain and suffering for an indefinite time in the future. The injuries include rhinitis, respiratory problems, hives, contact dermatitis, urticaria, extreme discomfort, depression and emotional distress.